Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2012. Bearing was reported to be "helicoptering" and surgeon manipulated the bearing back into position without surgery. Revision procedure was performed on (B)(6) 2012 due to the problem recurring. The medium oxford bearing was replaced with a large bearing.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.